Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a device check. Upon interrogation, it was noted that the left ventricular lead exhibited failure to capture and had dislodged. The lead was revised on (B)(6) 2018 and is still in use. The patient was stable during and post procedure.